Event description:
Customer reports that a5 anesthesia delivery system leaks, which may have affected anesthesia monitoring. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated the system. Corrections included replaced inspiratory and expiratory check valve domes. Leak test performed accurately. System safety tested to factory's specifications.